Manufacturer narrative:
No product was made available for eval; accordingly no conclusion can be drawn. This is one of two medwatch reports submitted as the customer reported two separate devices were involved. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4), 2010 for add'l reportable events.

Event description:
Customer reported that the wash concentrate bottle leaked. No user or pt injuries were reported.